Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision surgery on (B)(6) 2017 due to broken trochanteric fixation nail advanced (tfna) nail. The nail broke through the aperture of the nail for the tfna blade screw approximately five (5) months following the initial implantation surgery. Surgeon removed and revised the patient to a zimmer (zmr) total hip replacement. This was the patients third operation as he was revised to the above implants following another broken tfna nail in (B)(6) 2017 (captured in (B)(4)). As this was the second nail breakage in the patient the surgeon attributed this issue largely due to patient biology and compliance. Revision surgery was completed successfully as planned. Concomitant device reported: tfna fenestrated helical blade 85mm - sterile (part # 04.038.385s, lot # h148886, quantity 1) this report is for one (1) 12mm/125 deg ti cann tfna 380mm/left - sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Part 04.037.229s, lot h096591: manufacturing location: (B)(4). Manufacturing date: may 06, 2016. Expiration date: april 30, 2026. The inspection sheet was reviewed and met inspection acceptance criteria. The component parts and raw material was reviewed and met specification. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: complaint is confirmed as we are able to confirm complaint description based on the provided x-rays. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.